Manufacturer narrative:
Model number/catalog number: sc-8216-50. Serial number: (B)(4). Batch/lot number: 14563196. Model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.